Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 409 mg/dl. The customer stated that the insulin pump alarmed that the buttons were pressed more than 3 minutes. Customer tried to clear the alarm, she changed the battery and then insulin pump continued to beep loss of power. Customer stated that the battery was out of insulin pump more than 10 minutes. Customer stated that they felt ok and do not need any assistance. Customer stated that the insulin pump was not exposed to a change in altitude. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.